Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
The PICC began leaking immediately after placement near the junction of the catheter and the hub.

Manufacturer narrative:
The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows: one catheter was received, which had been shortened at the 12cm marking with a diagonal cut. It was impossible to flush the catheter due to severe occlusions (blood) along the line. Blood residue was visible inside the like part of the extension line distal to the wing. A thorough microscopic step-by-step analysis of the catheter tube did not show any damage that might have lead to leakage. Batch history records were checked, and no deviations were found. Each catheter is flow and leak tested during production and tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are also carried out. This is the first complaint for batch 8026436 and the very first regarding cathteter leakage on code 4g07126108. No further corrective action is initiated by quality management as there are no indications of a manufacturing fault. Vygon will continue to monitor this issue.

Event description:
The PICC began leaking immediately after placement near the junction of the catheter and the hub.